Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
A customer reported an incident in which a staff member allegedly experienced an electric shock while attempting to replace soap in the unit. According to the allegation, the individual lost consciousness and was subsequently transported to the emergency room. Additional information obtained from follow-up communication indicates that the staff member may have been attempting to address a drain-related issue at the time of the incident. The individual was hospitalized for approximately three days and remained under medical supervision, although specific diagnostic procedures and findings were not provided. No medical leave was reported following discharge. A service technician was dispatched to the site to investigate the reported event. Upon arrival, the technician observed that the service panel adjacent to the washer had been removed. A comprehensive inspection of the equipment was conducted, including verification of circuit breakers (no tripped breakers found), inspection for signs of overheating or electrical damage (no abnormal odors or burned components detected), and assessment of wiring and connections, including incoming three-phase power and grounding. All connections were found to be secure and within normal condition. The unit was subsequently operated through a full test cycle, during which all outputs and functions were verified to be operating as intended. No abnormalities or malfunctions were identified during testing. Based on the on-site investigation and functional verification, the equipment was determined to be operating properly at the time of inspection. The device was cleared for continued use.